Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a vertebral arch reconstruction spinal procedure on (B)(6) 2010 and a drain was placed and sutured in place. The drain functioned properly upon first activation. Later that same day, the drain broke around the black mark when the patient pulled the drain out. There was no adverse consequence to the patient.